Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 3rd related complaint for needle clog & the 1st related complaint for difficult/unable to operate on lot # 8338558. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needle plunger was not moving. This was discovered during use. The following information was provided by the initial reporter: material no: 320122, batch no: 8338558. It was reported by the consumer that the plunger would not move and nothing came out of the pen needle during injection. Consumer reported she can not push the plunger and nothing comes out the of pen needle during injection. She uses the new pen needle each time of her injection. She does not visually test the needle to see if it is straight. She did not provide me the answer for if she rotates the skin site for her injection each time. She does not do the priming. Sample discarded. Advised consumer to do the priming, to visually test the needle and to rotate the injection site. Also advised to save the sample if re occurrence. Incident date-unknown occurrence-unknown. She notified about 30 of the pen needle did not work.